Event description:
Same case as MDR ID # 2134265-2014-04055 and 2134265-2014-04054. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit was unable to perform automatic pullback with normal lcd display. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a continuous burn-in for 5 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-04055 and 2134265-2014-04054. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit was unable to perform automatic pullback with normal lcd display. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).